Manufacturer narrative:
(B)(4).

Event description:
Information was received that the complaints that led to the vns explant was the vns doing "the opposite of what it was supposed to do," which is understood as an increase in seizures. The vns was explanted, and the suspect device has not been received to date. Attempts for further information have been made; no additional relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
A patient was being referred for a vns removal procedure only a few months after initial implant. The patient's removal was reportedly occurring because the patient had constantly been complaining about the vns device. No clarifying information regarding the event has been received to date.